Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 24 mm promus premier was advanced into a watchdog hemostasis valve and resistance was felt which destroyed the distal end of the stent. The stent did not enter the patient's body. The watchdog was removed and the procedure was completed with another of the same stent device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75 x 24 mm promus premier was advanced into a watchdog hemostasis valve and resistance was felt which destroyed the distal end of the stent. The stent did not enter the patient's body. The watchdog was removed and the procedure was completed with another of the same stent device. No patient complications were reported in relation to this event. Device evaluated by manufacturer: promus premier, us, mr 2.75 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the distal stent struts were pushed pulled distally and stretched over the tip. The undamaged proximal stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent interacted with the hemostasis valve. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip, hypotube, outer and inner lumen as well as the mid-shaft section found no issues. No other issues were identified during the product analysis.